Event description:
The reporter contacted animas on (B)(6) 2014 alleging a site/set/cartridge (air bubbles/leak) issue. Customer support (cs) reviewed the technique and the patient is filling correctly. The reporter stated that there were air bubbles in the cartridge. The reporter stated that the patient had a blood glucose (bg) of 400mg/dl with vomiting. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to the bg excursion the patient experienced due to air bubbles in the cartridge.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.